Event description:
It was reported, that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently received two inappropriate shocks, due to over-sensed external noise. It was stated, that the patient was using mechanical vibrating plate for weight loss at the time of the events, which likely produced the external noise. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.